Manufacturer narrative:
(B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that meshgraft ii needed repair for the damaged cutter, damaged handle. There was no patient involvement. The device was sent in maintenance. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
Conclusion summary: on may 24, 2019, it was reported that unit needed repair. The damaged cutter, damaged handle were replaced and side plates were updated and re-calibrated. The customer returned a meshgraft ii device, serial number (B)(6), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. Medicrea/flextronics has not previously repaired/evaluated meshgraft ii serial number (B)(6) as documented in the repair reports in livelink. Product review of the meshgraft ii by flextronics on may 23, 2019 revealed that the handle and cutter were damaged. The side plates needed updated. The calibration was out of specifications and did not produce a passing sample mesh. Repair of the meshgraft ii was performed by flextronics on june 4, 2019 which included replacement of the side plates, cutter, and handle. Meshgraft ii, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected. The reported event was confirmed since during the product review by flextronics it was noted that the handle and cutter were damaged. The calibration was out of specifications and did not produce a passing sample mesh. The side plates also needed updated. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the handle and cutter were damaged. The calibration was out of specifications and did not produce a passing sample mesh. The side plates also needed updated. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.